Event description:
A report was received that the patient was experiencing more burning sensation down the right side when stimulation was on. It was noted that the patient had this ongoing issue even before the implant. The patient was given injections by the physician. No further information could be obtained.